Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the filament driver pcb as well as the battery charger pcb. Noted arcing as a result of the initial issue, the backplane was replaced along with the standoff current resistor. The battery pack was also replaced preemptively, because it may have been over-charged. The system had been tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm ws reported as a result of the noted malfunction.

Event description:
The ge oec 9900 fluoroscopy system displayed regulator error and the following day would not boot up displaying charger failed error message and would not boot completely.